Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: "the reason for the return is due to the cable fray."

Manufacturer narrative:
Primary product batch/lot number under section d was updated to k12230608 0005. Annex a code was updated to a040605 based on the symptom code.

Event description:
Refer to h11 for follow-up information.